Event description:
The user facility reported that after removing the listed device from the patient's implantable port, the clinician pulled up on the safety arm and retracted the needle into the safety position. While transporting the device to the sharps container, the needle reportedly dislodged itself from its safety mechanism and struck the clinician in the palm. The clinician is believed to be receiving treatment consistent with the facility's internal protocol for needle-stick injuries. No adverse effects to patient or clinician reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.